Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, during manipulation of the right ventricular (rv) lead the physcion was concerned the lead may have bent. The stylet was removed and a slight bend in the rv coil was noticed. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.